Event description:
It was reported that following placement of a flexima drainage catheter, the catheter broke. The procedure being performed was for treatment of the left pelvis, the flexima drainage catheter was placed. The physician flushed alcohol through the catheter. Upon removal the physician cut the suture and pulled the catheter. He felt resistance and when removing, found the tip was broken. A subsequent floroscopy guided procedure was performed to remove the fractured tip. The fractured portion was successfully removed and there was no patient injury.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported that following placement of a flexima drainage catheter, the catheter broke. The procedure being performed was for treatment of the left pelvis, the flexima drainage catheter was placed. The physician flushed alcohol through the catheter. Upon removal the physician cut the suture and pulled the catheter. He felt resistance and when removing, found the tip was broken. A subsequent floroscopy guided procedure was performed to remove the fractured tip. The fractured portion was successfully removed and there was no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer: received the flexima catheter device cut in to two pieces. Residue was present on the device indicating use. From a visual evaluation, it was found that the catheter was cut into 2 sections: the hub/stopcock-heatshrink section and mid working length section. The distal pigtail had broken/ detached from the device and was not returned. A non bsc stopcock was attached to the catheter hub and tape was found to be wound around this cut, distal to the heat shrink. The hub/stopcock section was likely cut off the from the catheter during catheter removal (as instructed in the dfu) and the cut was found to be straight. Examining the distal end of the mid working length section, it appears that the distal pigtail section had broken/ detached from the device. The broken/ fractured end appeared jagged and cracks were present indicating potential weakening due to exposure to alcohol. The catheter was cut approximately 4.3 cm from the distal end of the heatshrink and the mid working length section measured 15.5 cm. The suture with the stopcock key was also not returned with the broken catheter device. The device history record was performed and revealed no related issues to the reported complaint, and that the device met all manufacturing specifications. The most probable root cause is use/user error. Based on the analysis, the distal pigtail of the catheter was broken during catheter removal likely due to exposure to alcohol. Per the dfu, do not allow alcohol to come into contact with the catheter. Exposing the catheter to alcohol may damage the coating and the catheter. (B)(4).